Event description:
It was reported the remote transmission indicated a lead integrity alert/lead failure predictor was triggered due to short interval counts (sic) and three non-sustained tachycardia episodes. Additional information received reported the patient was swimming in the pool when heard an alert tone from the device. The patient was taken to the hospital and per the family ¿was about to go into surgery¿ as it was thought a lead fracture had occurred when it was determined that the alert was due to electromagnetic interference. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(6) ICD, implanted: (B)(6) 2014.